Manufacturer narrative:
After several follow up, the facility did not provide further information regarding the patient or the procedure. The concomitant device: navistar tcool smarttouch, model # d-1336-02-s, lot num # 15359858a (this product is not distributed in us). (B)(4).

Event description:
Steam pop during ablation. Rf ablation: pressure 10-11g, power 25w, temperature < 41 c, manual mode, impedance 130, duration of ablation 15 s, coolflow set up 15 ml. Small pericardial effusion 1-2 mm was detected. The st catheter was replaced with regular navistar thermocool. Ablation was continued, a new steam pop appeared.